Event description:
It was reported that during a CABG procedure, both devices locked out during the procedure. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that both devices a & b were returned with the blades scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "scratches on the blade may lead to premature blade failure."